Event description:
It was reported the system 6600 was displaying a poor image on the left monitor and displayed general disk failures. There was no adverse patient involvement reported. There was no patient information reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. It was determined that the hard disk was defective and causing the problem. The drive was replaced and appropriate files were transferred. The system was tested and found to be working as intended and placed back into service.